Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the malfunction is likely due to the following- detached adhesive of the objective lens, acoustic lens had a scratch, floating, damaged, adhesive around the acoustic lens chipped, with the most probable cause is traced to a component failure. However, for the debris on bending rubber the most probable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had detached adhesive of the objective lens. The acoustic lens was scratched, and had floating/damaged adhesive, with chipping present and debris on the distal end. There was no patient involvement.